Event description:
Intended use; the emag® system is an in vitro diagnostic medical device intended for the automated isolation (purification and concentration) of total nucleic acids (rna/dna) from biological specimens, with liquid and homogeneous properties (as part of their natural characteristics or after pre-treatment). For in vitro diagnostic applications, the emag® system is intended to be used in clinical laboratories only. Description of the issue; on (B)(6) 2022, a customer in estonia notified biomérieux of sample processing abortion leading to no result and delayed results when using the emag® (ref. 418591, serial number: (B)(4) with patient samples. The customer reported an interruption of run with error 20145. The issue led to the lost of the sample therefore no result was obtained and the customer had to make another nucleic acid extraction (see attached mail). Currently after the system is restarted error message 20234 appears and cannot be removed. The vessel tray moves to the rear position and stay there. The customer said that he had delay in reporting the results. The length of the delay was not specified. On (B)(6) 2022 , it was reported that the issue impacted 10 patient samples (2 plasma samples, 2 cerebral spinal fluid samples and 6 respiratory samples). There is no indication or report from the laboratory that the issue led to any adverse event related to any patient's state of health. A field service engineer (fse) was sent to the customer site and confirmed the dispense failure was due to a wrong connection of the ebs bottle. The fse replaced the dispense pump, and the system was reported to be working properly. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in estonia of sample processing abortion leading to no result and delayed results when using the emag® (ref. (B)(4), serial number: (B)(6) with patient samples. Investigation; the investigation was carried out by technically analyzing the field service engineer (fse) reports from the field. The issue that required the fse intervention was the onset of error no. 20145 (home report: steps lost [axis-0]) and error no. 20141 (home not found [axis-0]) which are clearly related to an unusual behavior in the dispense pump motor, correctly identified by the motor encoder. The loss of any amount of pulses (steps) sent to the driving motor is usually related to a straight motor malfunction or, more likely, to friction on the shaft or another moving parts. In this case, an incorrectly plugged quick connector on the eb3 bottle was also identified, which is another scenario that is fully compatible with the steps loss error onset. Indeed, quick connectors used on the emag system are of the ¿normal close¿ type that completely seal the hydraulic circuits when not correctly plugged. In this case, the air-tight circuit and the high eb3 volume dispensation led to high vacuum in the dispense circuit, thus generating an external force on the pump piston that was not able to correctly move for a full stroke. As a consequence of this, the motor encoder correctly identified the issue and interrupted the run. Root causes; the root cause of the issue was identified as an incorrectly plugged quick connector on the eb3 reagent bottle which made the reagent dispensation impossible. Conclusions; the reported issue is ascribable to an incorrectly connected eb3 bottle that led to an excessive strain on the dispense pump motor; the instrument correctly identified the issue and blocked the run execution, with the dispense pump home sensor errors no. (B)(6), to avoid further problems with the eluate downstream. The dispense pump was replaced just in case it could be affected by any hidden damage from the issue. Lab personnel were instructed by the fse, as good practice, to double check the bottle connection after replacing them.